Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure there was a stent shift. The 96% stenosed target lesion was identified in the right coronary artery (rca). The rca had a reference vessel diameter of 3.5mm and the target lesion length was 20mm. Direct stenting was not attempted. A 3.50x28mm liberte stent was implanted. A non-bsc balloon was also used. An additional procedure was performed at the target lesion; balloon dilatation was performed with a non-bsc balloon to treat "stent shifting". Residual stenosis was 10%. The procedure was technically successful. The patient was discharged two days after the index procedure without angina or silent ischemia. Aspirin 100mg and clopidogrel 75mg were prescribed daily for one month.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.